Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two hours into a percutaneous catheter myocardial ablation to treat atrial fibrillation, a cardiac tamponade and pericardial effusion was suspected during usage of the intellamap orion catheter. Mapping was started from the left atrium (la). Right atrium (ra) origin was suspected, so ra was treated using an intellanav mifi oi catheter. Since patient had low voltage in la, the la voltage map was created. During mapping, the patient's blood pressure decreased, so drainage was performed. The procedure was completed without replacing the device (target treatment was completed). The patient was transferred to the intensive care unit (ICU) after the procedure, but then was moved to the general ward the next day. No issues were noted with this device visually and functionally. No severe resistance was felt during manipulating the catheter. The orion and the intellanav mifi oi were placed when blood pressure reductions were observed with the patient. The physician noted that it was difficult to insert the orion into left superior pulmonary vein (lspv) and it jumped/moved to the left atrial appendage (laa) side shortly. Since the blood pressure reductions occurred during manipulating the orion at around this area, it may have occurred due to the orion. The device was discarded and therefore will not be returned for analysis. The procedure details are as follows: 15:00 entered into the catheter room. Approx. Two hours later, cardiac tamponade was suspected and mapping with the orion was ended. 15:48: started la at 334ms map(18min). 16:09: started ra at 334ms map (2min). 16:13: started cavo tricuspid isthmus (cti) ablation. 16:23: finished cti ablation (ablated for about 10 minutes). 16:25: started la coronary sinus (cs) pace map (21min).